Event description:
Caller reported a malfunction on the pump with a code "malf 0" displayed and the issue was not preceded by any notable events. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer reverted to manual insulin injections to resume insulin delivery.